Event description:
The customer reported the unit will not turn on however sometimes it turns on by itself. Not in use. The authorized service provider (asp) recommended replacing the user interface (ui) assembly. Further information is pending.

Event description:
The customer reported the unit will not turn on however sometimes it turns on by itself. Not in use. The authorized service provider (asp) recommended replacing the user interface (ui) assembly. Further information is pending.

Manufacturer narrative:
The authorized service provider replaced the user interface assembly, and the issue was resolved.

Manufacturer narrative:
The user interface assembly was returned for failure investigation and was tested. No failures were identified. The reported complaint of "ventilator will not power on" was not duplicated.